Event description:
It was reported that patient had muscle stimulation after the lead had pulled back. Elevated threshold was also observed at implant. The pacing vector was reprogrammed and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.